Manufacturer narrative:
The device was returned to the MFR. The eval of the reported event of suspected pump thrombus cannot be confirmed based on the eval of the lvad. The pump as returned assembled with the percutaneous lead cut approx 8.5 inches from the pump housing; the severed portion of the lead was not returned. The inflow conduit, outflow graft, and the outflow graft bend relief were not returned. The outlet elbow was received attached to the pump outlet port, but was removed as part of this eval. Examination of the blood-contacting surfaces of the devices revealed no evidence of depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the mfg process; the device functioned as intended. A review of the device history records revealed no deviations from mfg or qa specs. No further info is available at this time. The MFR is closing its file on this event. (B)(4).

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vd coordinator reported that the pt received a pump exchange due to a suspected pump thrombus.